Event description:
Damage to the pump housing and usb port was reported, which impacted the customer's ability to charge the pump and caused it to shut down. This resulted in the customer's blood glucose level being reported as "high"; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. To resolve the issue, technical support arranged to replace the customer's pump with a new one, which includes updated software. The customer was advised on various protocols, including returning the damaged pump using a pre-paid label, programming their settings into the replacement pump, and connecting their continuous glucose monitor (cgm) to the new device.